Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from a hole in tubing on the side. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was received for h3, h4, h6, and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the provided photograph observed the reported defect of hole in tubing on the side. The reported condition was verified. Due to the nature of the sample, no further evaluation could be performed. The cause of the condition was determined to be a manufacturing related issue. A potential cause is if the set was incorrectly placed in the pouch prior to packaging; leaving parts of the set outside the pouch which could expose the set to the packaging machines¿ blades. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.